Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood were observed. Spots of blood were observed on the loading device and the delivery device. The delivery device was returned inside the loading device. The seal and the tension spring assembly were not returned. There was no blood observed on the delivery device. The slide lock on the deliver device was disengaged and the plunger was fully depressed. No visual non-conformities were observed. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. The device as returned was unable to be evaluated for position of the seal. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode " failure to deploy". Us 12-jun-2018. It was mentioned by the account manager that the users of the device are infrequent users and thus a training was scheduled for the staff and the surgeons to make them comfortable with the IFU. Us 12-jun-2018.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.